Manufacturer narrative:
Literature citation: takashi adachi, taketoshi kushida, atsushi ikeura, hirokazu iida."treatment experience and short term outcomes of unilateral open-door cervical laminectomy with plate fixation system". Mean age of patients was 69.6 years. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the abstract that 24 patients who underwent cervical laminoplasty with plate fixation system from (B)(6) 2014 to (B)(6) 2015. Post-operatively, one screw back out from c3 lateral mass was observed.